Event description:
It was reported that during an unk procedure, the device would not staple and would not cut. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Shroud. Eval summary: the ec60 device was returned with the handles open and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipments, (B)(4). The batch record was reviewed and no anomalies were noted during the mfg process.